Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The expected therapy time was 46 hours; however, drug solution (approximately 25ml) remained inside the device when the patient returned for disconnection. The device contained fluorouracil 5000mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified on the companion sample. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured july 21, 2023 to july 24, 2023. Should additional relevant information become available, a supplemental report will be submitted.